Event description:
On (B)(6) 2012, a patient in a study was implanted with a gore® acuseal® vascular graft from the superficial femoral artery to the femoral vein. On (B)(6) 2012, the graft was first cannulated. On (B)(6) 2013, the patient presented with an infected hematoma. The graft was explanted. Patient is now performing peritoneal dialysis.

Manufacturer narrative:
This event is from the following literature article: aitken el, jackson aj, kingsmore db. Early cannulation prosthetic graft (acuseal¿) for arteriovenous access: a useful option to provide a personal vascular access solution. Journal of vascular access. In press. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. No further information is available. Without additional information it is impossible to further investigate this event.